Event description:
Pt reported obtaining back-to-back blood glucose results of 326 mg/dl and 126 mg/dl on the aviva system. Pt did not modify therapy based on these values. No associated injury was reported. A level-one control test was performed on the aviva system and the result was within the acceptable range. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Aviva system: meter, aviva strip lot 300100 with expiration date 2/28/07.

Manufacturer narrative:
The aviva test strips are the suspect product.